Manufacturer narrative:
Initial reporter: company representative.

Event description:
It was reported that the patient presented in clinic for follow up when post-paced t wave oversensing was observed. The device was reprogrammed. The patient condition was fine.